Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high, unstable thresholds. It was further reported that the ra lead exhibited noise, no capture and high, variable impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.